Manufacturer narrative:
Based on the current information provided, the root cause of the customer reported failure mode cannot be determined as the reload was discarded by the site and is not available for evaluation. Isi has not received the sureform 60 stapler instrument involved with this complaint. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted for review. A review of the system and instrument logs has been performed. There were no observed events in the available system logs that would suggest a product issue, and logged events are in line with normal system functionality. Although none of the reusable instruments except for the endoscope were reused in subsequent procedures, a site review shows no complaint filed against the instruments. The stapler logs were reviewed by intuitive surgical, inc. (Isi) advanced failure analysis engineer (fae) team and the following findings were obtained: logs show that pn 480460-09, lot l90210309-0183 was the second sf60 instrument used in the procedure, and it fired 9 reloads (1 green --> 4 blue--> 3 white--> 1 blue, in that order). All firings were completed per the logs. The first (green) and 4th firing (blue) did not have any pauses for compression. 3rd firing (blue) had multiple (~4) pauses for compression, and the remaining firings had 1 pause for compression. There were no incomplete clamps by this instrument. This complaint is a reportable malfunction due to the following: it was alleged that the staple line was incomplete with no claim or evidence of mishandling/misuse. Missing staples may contribute to an incomplete staple line. If not recognized during the procedure, medical intervention, including additional surgical procedures, may be required in the event that the staples are not delivered from the reload. At this time, it is unknown what caused the event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Although it was reported that the surgeon placed sutures to address unapproximated tissue, the described intervention does not meet the criteria of a serious injury. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Because the product is not implantable. Insufficient product information was provided in order to obtain the date of manufacture.

Event description:
It was initially reported that during a da vinci-assisted gastric bypass (roux-en-y) procedure, the stomach tissue bunched up and was dragged by the sureform (sf) 60 stapler when the stapler was fired. A clean staple line was not formed. The stapler was unclamped and the staple line was oversewed. The same stapler was used for the rest of the procedure and the procedure was completed as planned. There was no injury and post-operative complications in the patient. Intuitive surgical, inc. (Isi) followed up with the isi clinical sales representative (csr) who was present during the procedure and obtained the following information: the patient had a hiatal hernia and lots of tissue scarring. The issue occurred while creating the gastric pouch and it was challenging due to the scarring and body habitus of the patient. The csr said the sf 60 stapler was working fine initially but then during one of the fires (unsure which stapler fire), the stomach tissue got dragged and the staples were dumped on the tissue. There was a malformed staple line, and the staples were bunched up distally. The surgeon over sewed the stomach and continued using the same stapler to complete the procedure without further issues. There was no tissue tension, no tissue calcification, and no previous exposure to chemotherapy or radiotherapy. There was no hard material in the jaws of the stapler. The csr said that the bedside staff assist was new and was not cleaning the jaws of the stapler properly initially. She was seen to be just dipping the stapler jaws in saline instead of swishing it around to get rid of any loose staples. After the tissue push incident, the senior nurse came in and showed the bedside assist how to clean the stapler jaws properly. There were no errors/warning messages when the tissue push incident occurred. The csr is unsure if there was a pause in compression but said that there were several pauses for compression in subsequent staple fires. There were no unclamping issues and the reload was not stuck on tissue during unclamping. He is unsure if there were any retained staples in the reload pockets. The reload has been discarded by the site and is not available to be returned for analysis. Isi followed up with the surgeon and obtained the following information on 07-oct-2021: the instruments and accessories were inspected before use. The issue occurred during creation of the gastric pouch, at the mid body of the stomach. There were clamping issues with the blue and green reload. The surgeon chose this reload color as this was the standard practice for a gastric bypass procedure. The surgeon upsized the reload and the stapler clamped without any resistance. The stapler fired and the blade advanced through the tissue, causing stomach tissue to bunch up and get pushed out of the stapler jaws. There was a partial staple line seen and bleeding of about 10 ml from the stomach tissue. The surgeon cut and removed most of the staples that bunched up and oversewed the staple line. According to the surgeon, the bedside staff washed the staplers between each fire. The surgeon did not encounter any obstruction or hard objects between the instrument jaws. Buttress material was not used. No errors were seen on the system. No blood transfusion was given to the patient. There was no additional stomach tissue removal and no unplanned medical intervention such as drain insertion due to the incident. The target tissue was not calcified, not exposed to chemotherapy or radiation, and there was no tissue tension or unusual tissue conditions seen. The patient did not require prolongation of hospital stay or admission to the ICU. The surgeon is not sure if all the pushers/staples from the reload were deployed. There are no video/images available for review. Demographic information/medical history/relevant investigation was not provided.